Event description:
It was reported that patient presented at follow-up with noise on the ventricular channel. No anomalies observed on x-ray. Lead remains implanted; further information is not available at this time.

Event description:
New information received notes that the lead was capped and replaced. There were no complications for the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.